Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a right upper quadrant incisional hernia and umbilical/incisional hernia. It was reported that after implant, the patient experienced pain, adhesions, small bowel distended, scarring, seroma, drainage, infection, three separate sinus tracts, seropurulent fluid, abscess, and obstruction. Post-operative patient treatment included revision surgery, incision and drainage of abdominal wall abscess procedure, egd with placement of a nasoduodenal tube, repair of anterior abdominal wall wound, trialysis hemodialysis catheter placement to left jugular vein, gastric surgery, ICU care, and wound vac.